Event description:
A physician reported a pt who was originally double skin tested in 1997 with negative results, and subsequently treated by another physician without event. On 7/8/98, the pt was treated in the nasolabial folds and oral commissures. In approx early 10/98, the pt developed intermittent "bumpiness", hardness, redness, and swelling at the treated sites. The physician prescribed a medrol dose pack in mid 10/98. On 10/24/98, the physician prescribed prednisone and benadryl. The physician believed the symptoms were a definite hypersensitivity to the collagen.